Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was broken and the customer experienced difficulty charging the pump as a result. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose value was between 135-140 mg/dl. Replacement cable was sent to customer.